Manufacturer narrative:
(B)(4). Batch # k59h31; k59h31. The analysis results found that the ntlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired and it was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the physician reported that the devices fired partially. A third like device was used to complete the procedure. There were no adverse consequences for the patient reported.